Event description:
Related manufacturer reference number: 2017865-2022-08332, related manufacturer reference number: 2017865-2022-08333. It was reported that the patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
The device was returned due to the patient had expired, and the cause of death is unknown. The device was received in backup operation. The backup operation was triggered after explant, and this is consistent with exposure to cold temperature. The results of all electrical tests performed indicate the device has reached elective replacement indicator (eri) level. A longevity assessment was performed based on nominal settings, and the device has already exceeded the projected longevity. Furthermore, the device image was saved, analyzed, and no discrepancies were noted. After all electrical tests were performed, including thermal and mechanical, and did not find any anomaly.